Event description:
It was reported that a one link catheter set would not fill with fluid. The user replaced the set. This was reported to occur during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number was identified upon receipt of the sample. Evaluation summary: device was received for evaluation. Visual inspection did not reveal any defects. A functional test was performed in which the device was primed per the labeling copy; there were no issues found during this test. A pressure and clear passage test were performed, and the device passed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.